Manufacturer narrative:
Customer report was confirmed. The thermistor was found to have an intermittent open condition at the thermistor bead when flexing the catheter tip. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. There was no visible damage to the catheter body. This event was determined to be reportable following edwards standard procedures due to the blood temperature measurements being unstable. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that no measurement continuous cardiac output measurement from the beginning. The blood temperature measurement was unstable and remained around 29.0 degree c. There were no patient complications reported.